Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee on or about (B)(6) 2007 to treat her stress urinary incontinence and/or prolapse. It was alleged the plaintiff suffered pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion. These injuries are continuing and require ongoing medical care.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate. (B)(4).